Event description:
The following information was obtained through the clinical study (B)(6): it was reported the physician implanted a 30mm gore® cardioform septal occluder on (B)(6) 2022. Post-op site pain and fever were noted on (B)(6) 2022 and the patient was treated with antibiotics for 5 days. The symptoms resolved on (B)(6) 2022. An episode of atrial fibrillation was noted on (B)(6) 2022 and resolved the same day. The patient was treated with apixaban.

Manufacturer narrative:
The gore® cardioform septal occluder instructions for use states: adverse events associated with the use of the occluder may include but are not limited to: new arrhythmia requiring treatment.